Event description:
It was reported that the customer was in a car accident and hospitalized due to hypoglycemia. The customer also went to the hospital to be treated for hypoglycemia on (B) (6) 2010. The customer's doctor stated that he updated the insulin pump and discovered occasions when the suggested boluses was over ridden. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.